Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of excessive battery usage; however, multiple pump reboots were observed. During testing, the pump powered on properly with the returned battery cap; however, the battery cap did not fully secure to the pump due to damaged cap threads. The coin slot on the top of the battery cap was also damaged. The idle current draw measured within specifications; the other current draws could not be tested due to an unrelated keypad responsiveness issue caused by moisture ingress. A temperature issue was not duplicated during testing. Unrelated to the complaint, the pump casing was cracked near the display, and the keypad buttons were unresponsive to user presses. The keypad cover was removed, and no contamination was found under any key contacts. A leak test was performed and failed due to a leak at the crack in the casing. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior and on the keypad flex, causing unresponsive buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.